Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 47 mg/dl. The customer stated that she had not eaten lunch and only ate a small snack; she advised that it was her fault that she had low blood glucose. She treated with crackers, grape juice and a sandwich. Upon inspection, it was found that the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump also passed the displacement test. The customer stated that she had to take her battery out and required reprogramming of the device; she was assisted with setting up the time and date. She was advised to speak with her doctor regarding low blood glucose. Advised the customer to monitor the device. Nothing further reported.